Event description:
Boston scientific received information that during routine follow-up this right atrial (ra) lead exhibited pacing impedances less than 200 ohms, loss of capture and oversensing. Surigical intervention was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.